Event description:
At a hospital in (B)(6), after exporting a treatment plan from brainlab iplan to the brainlab cranial navigation system, the surgeon detected that the object planned with iplan is not correctly displaying in the navigation software. Since the user recognized the incorrect display, this specific object was not used during the surgery. There has been no injury or any adverse effect to this specific pt regarding this issue. The brainlab (B)(4) support tech changed the export settings of this specific device which apparently solved the problem. The event was not communicated by brainlab (B)(4) to the device MFR, brainlab (B)(4), at that time. On (B)(6) 2013, a similar event occurred at another hospital in (B)(6). The user also detected the inaccurately displayed object before the actual surgery had been started. Accordingly, the surgeon used another device for treatment planning. There was no negative clinical effect for this specific pt.

Manufacturer narrative:
In both cases the incorrect display of the object exported to the brainlab navigation software was obvious for the user. Although there was no injury or any negative clinical effect for these specific pts, if this malfunction would recur, a risk to pt health cannot be excluded. Brainlab investigation has shown: when exporting a treatment plan created with brainlab iplan 3.0 for usage with brainlab navigation software, planned objects may not be correctly displayed in the navigation software if specific conditions are met. For further details, please refer to product notification information. Brainlab intends the following corrective actions (concluded on (B)(4) 2013). Existing potentially affected customers receive a product notification information. Brainlab will provide software update with this issue solved to affected customers. The event has been reported to the MFR, brainlab (B)(4), on (B)(4) 2013. Brainlab (B)(4) has been made aware of this event on (B)(4) 2011. After according brainlab investigation, corresponding corrective actions have been concluded on (B)(4) 2013.